Manufacturer narrative:
(B)(4). Batch # unk. Psw35 is not a valid product code. A supplemental will be sent once the correct skin stapler has been identified.

Event description:
It was reported via litigation that pleading alleges medical negligence on the part of the surgeon and medical personnel ¿by virtue of a foreign substance other than medication or a prosthetic device unintentionally left within the body¿ following his rotator cuff surgery, namely leaving staples deep in the surgical site in plaintiff¿s body.¿ pleading further alleges that the ¿stapler did not properly form and close the staples, leaving them open and sharp and able to inflict more damage than a properly formed and closed staple.¿ the foreign object left behind was discovered on (B)(6) 2014 according to the pleading. The product listed in the pleading is ¿proximate psw35 fixed head skin stapler.¿ additional surgery to remove foreign object.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 04/20/2016. Additional information received: the hospital did not retain the foreign body following the reoperation. The pathology report describes "three silver portions of metal which vary from 0.3 acute 0.9 cm each of which is tapered to a sharp point at one end."

Manufacturer narrative:
(B)(4). Additional information: ees medical director reviewed the medical records received to date and provided the following summary: while not common, skin staples can migrate into the wound and become embedded internally, especially in those wounds where the scar is subjected to increased physical movement in the immediate post-operative period. Following shoulder surgery, a patient begins physical therapy fairly soon and that could increase the potential for migration of a skin staple. This can happen through no fault of the surgeon or his staff who may remove the staples after 10 ¿ 14 days.

Manufacturer narrative:
(B)(4). Photographic analysis: five photos of an x-ray shot of staples on a tissue were provided in a pdf document. All the x-rays show two staples, that appears to be not fully formed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4).